Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction : describe event or problem. Additional information : imdrf annex a, g, b, c, d codes.

Event description:
It was reported that a customer identified, default manufacturer pins to access system settings. They indicated an individual with physically access to the device and knowledge of the pin code, could view data on the pump display screen such as the wireless mac address, server ip address, and other network information. There was no patient involvement. Product enfacement request: a routine process for changing the pin code on the pumps is needed to enhance security.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a customer identified, default manufacturer pins to access system settings. They indicated an individual with physically access to the device and knowledge of the pin code, could view data on the pump display screen such as the wireless mac address, server ip address, and other network information. There was no patient involvement.